Event description:
It was reported that device was used during an unknown procedure. The handpeice emits solid tones and/or intermittent tones during cases. Another device was used to complete the case. There was no consequence to the pt.